Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was later reported that the lead had infinite impedance.

Event description:
It was reported that the atrial lead had high impedance that triggered a lead warning. Some oversensing was also observed. The lead remains in use. No patient complications have been reported as a result of this event.